Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor, distal plug, and proximal anchor were returned on the device. The distal plug has been deployed into the distal anchor and has some deformation from being compressed but are not fractured. The proximal anchor has bio debris but no fracture. The insertion device has no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the customer provided image was performed and found no clear image of the anchor, the two devices are on top of its boxes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an exploration of hip joint free body extraction procedure, it was noticed that two (2) helicoil knotless anchors were broken. The broken parts were removed with tweezers and suction. The procedure was resumed after a delay less than 30 minutes, using an equivalent s+n back up product on the original drilled bone hole, leaving no void in the patient. The site was cleared of all debris prior to insertion of the anchor. No further complications were reported

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.